Manufacturer narrative:
The reported events for failure to sense, low pacing threshold, failure to capture, and high pacing impedance were not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the lead was implanted in the right atrium (ra), it exhibited sensing failure, poor sensing, loss of capture and high, out of range impedance measurements. Lead malfunction was suspected. The lead was not used and replaced. The patient was stable.